Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that while using the newly designed straight suction the health care professional felt 1 centimeter inaccurate. They had a registration metric of 1.9, but only had yellow zones of accuracy on the patient. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the root cause was unknown as the system checkout did not determine a malfunction.

Manufacturer narrative:
Software investigation, including log analysis, could not determine the root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the case was completed regardless of the inaccuracies. A manufacturer representative reported that it was only the straight suction experiencing the inaccuracy.